Event description:
Caller reported a malfunction on pump, but no notable events occurred prior to it. There was no reported impact to customer's blood glucose level. Customer was assisted by technical support with resetting pump, and malfunction code did not recur after reset. Customer was advised to continue using pump and to call back if any issues arise.